Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 6 years; please note that the exact date of event is unknown. The reason for explant is also unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4). Based on the operative report received on (B)(6) 2012, the device was explanted after an implant duration of approximately 6 years due to aortic root abscess and septicemia. Per the operative report, examination revealed the aortic valve appeared to be intact; however, there was some swelling on the non-coronary sinus. Looking through the aortic valve, there was a big abscess cavity and there was a shagginess and indurations in tissues. The aortic valve has dehisced. At this stage, the subject valve was removed out carefully. A 19 mm edwards valve was selected for replacement. The root became small because of the wall of the reconstruction. Sutures were tied and transected and appeared to have a good secure valve replacement. Echocardiogram was performed and revealed adequate functioning valve. There could be a small area that appeared to have a perivalvular but it is trivial and based on the findings in the operating room, this was felt to be not consequential at this stage. Unfortunately, the subject device has ben discarded, therefore, no evaluation can be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the operative report, patient's blood culture was positive of septicemia. No further actions are possible with the available information. Corrected the following fields: explant date, approximate age of device.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event cannot be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.